Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that they were hospitalized due to high blood glucose level. Date of hospitalization was unknown. Customer¿s blood glucose level was unknown at the time of hospitalization. Customer stated when they bloused it gave too much or too little. Customer also reported that battery cap was broken. Customer was not assisted with troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.